Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was oversensing, resulting in an inappropriate shock. Cpi received additional information in august 1998 that the ICD was removed because it exhibited header problems.